Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes >2500 ohms atrial impedance and oversensing. When the lead tested normal, the pulse generator was replaced.